Manufacturer narrative:
Patient codes there was no allegation against fresenius products. The confusion was likely related to the patient¿s comorbid cardiovascular disease and unlikely related to peritoneal dialysis. The patient¿s high creatinine level was unlikely related to peritoneal dialysis and possibly related to peritoneal membrane changes that decrease the ability of the membrane to effectively participate in peritoneal dialysis.

Event description:
During a follow-up call with the patient¿s nurse, she reported that he has had confusion for several months due to cardiovascular issues that include frequent trans ischemic attacks (tias). The patient is on coumadin for cardiac reasons and gets confused about when he has taken his medication. He has both overdosed himself and had severe bleeding from his hands that was part of the reason for this admission. His hemoglobin dropped to 7.6, which also added to his confusion. He had also forgotten to take his coumadin and they feel he has suffered mini strokes. This patient had been off pd for approximately six months due to protein deficiency and a wound that would not heal in addition to confusion. He insisted to go back on and was going to have a pet scan as they believe the high creatinine is due to peritoneal membrane changes; however he is currently on hemodialysis as back up. His wife was trained on pd so there was no issue with his completing his treatments.

Manufacturer narrative:
Unique identifier: (B)(4). Investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he needed to revert to hemodialysis on (B)(6) 2016. Follow-up was made with the pd patient's clinic registered nurse (rn), who reported the patient ended up being hospitalized on (B)(6) 2016 due to an altered mental status and low hemoglobin levels. Per pdrn the patient suffered from several other comorbidities and had been completing peritoneal dialysis treatments and was to perform a back-up hemodialysis session in-clinic on (B)(6) 2016 due to high creatinine levels, but ended up being hospitalized on (B)(6) 2016. The pdrn stated the patient completed hemodialysis treatments while hospitalized. Per pdrn the patient was discharged from the hospital on (B)(6) 2016 and continued completing hemodialysis treatments in-center until further evaluation from the patient¿s doctor. Medical records were requested.

Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed signs of physical damage. The catch post did not align with cassette door, the catch post needed to be adjusted in production. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test, voltage check and patient sensor calibration check passed. The temperature calibration at ambient temp, temp test passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.